Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal prolapse. The patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and depression after mesh implantation. The patient underwent a mesh trimming procedure on (B)(6) 2009 due to mesh erosion. The patient underwent the explantation of mesh and the implantation of ams-perigee mesh with intexen lp on (B)(6) 2011 due to mesh erosion, pain, and inability to have intercourse. The patient underwent mesh explantation on (B)(6) 2011 due to mesh erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral salpingo-oophorectomy, cystoscopy.

Event description:
It was reported that a patient underwent an enterocele repair, bilateral salingo-oophorectmy, anterior colporrhaphy, and a rectocele repair on (B)(6) 2009. During the procedure, pelvic floor mesh and an elevate were implanted. The patient experienced mesh extrusion and dyspareunia on (B)(6) 2009. On (B)(6) 2011 the patient underwent a surgical procedure to treat pelvic pain, dyspareunia, vaginal bleeding, and urinary frequency and urgency; and the previously implanted pelvic floor mesh was removed and replaced by perigee (ams) mesh. The patient continues to experience pain, bleeding, dysuria and persistent infection. No additional information is available at this time.